Event description:
Calibrations failed for na+ and ca2+ at 16:18, and were brought into place at 16:34. However, calibration results were still unstable. From then on and until replacement of reference electrode and cleaning of measurement chamber on 12/08/2011 11:16 measurement results for na+ were falsely elevated. Falsely high results were reported for 36 pts, 3 pts were maltreated. No additional info was provided regarding pts or treatment. A single potassium result of 170 mmol/l was obtained for this pt.

Manufacturer narrative:
The service technician initially found a blood clot located under the reference electrode. Also the measuring chamber in reference electrode position contained blood residue. Calibrations and qc results were ok. The reference electrode and membrane unit was returned to radiometer medical for investigation along with datalogs from the instrument. The electrode was installed in a similar instrument and tested. There were no remarks to calibrations or qc. The membrane unit was disassembled and inspected, and it was concluded that the membrane ring was positioned wrongly. This may have caused the blood leak in the measuring chamber around the reference electrode, but cannot have caused the measuring errors. As ph, calcium and sodium have calibrations errors and not the chloride sensor, the clot was placed between reference membrane and the ph sensor. It is therefore believed that the clot has been the cause of the measuring errors. The operators manual states the following warning (p. 12-2; 'sampling devices and procedures'): 'warning - risk of erroneous results always meticulously follow the sampling procedures described in this chapter. Failure to follow these procedures may introduce clots or air bubbles in the sample and yield erroneous results.'